Event description:
A customer contacted beckman coulter (bec) reporting a slight leak coming from the reagent syringe in the unicel dxc 600 pro synchron chemistry analyzer. The leaking fluid that the customer found was de-ionized (di) water. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the contained leak. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer tightened the syringe connection to the a/b valve which resolved the issue. Failure mode is related to a loose reagent syringe. Bec identifier for this report is (B)(4).